Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to unknown product performance anomaly and a new lead was implanted. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b) (2).